Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-08351, 2134265-2015-08352, 2134265-2015-08439, 2134265-2015-08441, 2134265-2015-08442, 2134265-2015-08443, and 2134265-2015-08444. It was reported that vessel dissection and stent thrombosis occurred, and the patient developed ventricular fibrillation. The patient presented due to st elevation myocardial infarction (stemi). Right radial access was obtained with a 6f sheath and a non-bsc catheter was advanced to the left coronary system. There were lesions noted in the mid circumflex (cx) artery, obtuse marginal (om) artery, as well as in the left anterior descending (lad) artery. There were collaterals to the right coronary artery (rca) posterior descending artery (pda) branch with some dye hang up in the pda. Activated clotting time (act) was taken and was high out of range. The patient was then started on integrilin bolus and drip. A 4f guide was then advanced to take images of the rca which identified a very calcified blunt lesion in the proximal rca with no flow past the occlusion and a visible thrombus in the distal pda of the rca. A short non-bsc guide wire was then advanced but had difficulties crossing the rca lesion and was buckled and folded up on itself. The wire was removed and another non-bsc guide wire was successfully advanced into the sub-intimal space of the rca. Subsequently, a 2.5 x 12 emerge balloon catheter was advanced but failed to cross the lesion. The 2.5 x 12 emerge balloon catheter was removed, and a 6f non-bsc guide extension catheter and a second non-bsc guide wire were advanced into the lumen of the rca. The 2.5 x 12 emerge balloon catheter was advanced again but still failed to cross the lesion. The 2.5 x 12 emerge balloon catheter was again removed and a 1.2mm x 12mm threader¿ balloon catheter was advanced, but also failed to cross the lesion. The 1.2mm x 12mm threader¿ balloon catheter was removed and the physician repositioned the guide wires. Following repositioning of the wires, the 1.2mm x 12mm threader¿ balloon catheter was advanced successfully and was inflated to 6 atmospheres for 20 seconds. Following dilatation, the 1.2mm x 12mm threader¿ balloon catheter and 6f non-bsc guide extension catheter were removed. Subsequently, a 2.0 x 12 emerge balloon catheter was advanced and inflated to 8 atmospheres for 20 seconds, and was then removed. Angiogram was performed and another 2.0 x 12 emerge balloon catheter was advanced and inflated to 8 atmospheres for 10 seconds, and was then removed. A 2.5 x 8 emerge balloon catheter was then advanced but failed to cross the lesion. Subsequently, the non-bsc guide wire was removed and the 6f non-bsc guide extension catheter was advanced again into the rca. The 2.5 x 8 emerge balloon catheter was advanced again but still failed to cross the lesion. The 6f non-bsc guide extension catheter was removed again and a new non-bsc guide wire was advanced into the rca with non-bsc guide extension catheter to follow. A 2.5 x 12 push emerge balloon catheter was then advanced to the proximal rca and inflated to 6 atmospheres for 6 seconds, and was then removed. Subsequently, a 3.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion and it was noted that the stent was damaged. The non-bsc guide wire and guide extension catheter were removed to make sure the non-bsc guide extension catheter was not causing damage to the stent. A 2.5 x 20 nc quantum apex balloon catheter was then advanced and inflated to 12 atmospheres for 20 seconds, and was removed. A 3.0 x 15 emerge balloon catheter was also advanced and inflated to 12 atmospheres for 20 seconds. Subsequently, a 3.0 x 16 synergy stent was advanced but failed to cross the lesion, and was removed. A new non-bsc guide wire was advanced to the rca as a buddy wire and another non-bsc guide extension catheter was also advanced. The 3.0 x 16 synergy stent was then successfully advanced to the mid to distal rca and was deployed at 12 atmospheres for 20 seconds, and the stent delivery system (sds) was removed. The patient started to vomit and a 3.0 x 24 synergy stent was advanced but failed to cross the lesion, and was removed intact. Due to excessive vomiting, both wires and guide disengaged from the rca. The physician advanced a non-bsc guide catheter but was unsuccessful. Another non-bsc guide catheter was advanced and successfully engaged into the rca. A second act was taken with a 319 value. Subsequently, a new non-bsc guide wire was advanced into the non-bsc guide catheter and rca, then the non-bsc guide extension catheter and a second non-bsc guide wire was advanced but was unsuccessful. A different non-bsc guide wire was advanced as a second wire. The 3.0 x 24 synergy stent was advanced again but still failed to cross the lesion. The device was removed intact but it was noted that the stent was damaged. Subsequently, a 3.0 x 16 synergy stent was advanced and deployed at 12 atmospheres for 20 seconds in the mid rca overlapping the previously implanted 3.0 x 16 synergy stent. The non-bsc guide wire was pulled back proximal to the stent before deploying. A 3.0 x 32 synergy stent was advanced into the proximal rca but was unable to overlap the second 3.0 x 16 synergy stent, leaving a 2-4mm section of uncovered vessel between the two stents. The physician decided to deploy the second 3.0 x 16 synergy stent at 16 atmospheres for 20 seconds even with the gap between the stents. The sds was removed and angiogram was performed. A dissection was noted at the area between the two 3.0 x 16 synergy stents and spiraled down the rca into the distal pda. The vessel started to shut down due to severe dissection and poor outflow. Subsequently, a 3.0 x 12 synergy stent was advanced into the mid rca, between the two 3.0 x 16 synergy stents, and was deployed at 11 atmospheres for 10 seconds and the sds was removed intact. A 3.0 x 8 synergy stent was positioned to cover the dissection in the rca, between the second 3.0 x 16 and 3.0 x 24 synergy stents, and was deployed at 16 atmospheres for 10 seconds and the sds was removed intact. The vessel still has very poor flow due to distal dissections that are not covered. Another 3.0 x 24 synergy stent was advanced to the distal rca, overlapping the most distal 3.0 x 16 synergy stent, covering distal dissections but not into the dissection in the pda and the sds was removed intact. Blood flow was better but still not optimal and the dissections were still visible even with the stents were deployed. Subsequently, a 4.0 x 20 nc quantum apex balloon catheter was advanced into the stents and inflated through out at 12 atmospheres distally, and 16 atmospheres in the mid and proximal rca for 10 seconds. Act was checked again with a value of 317. Following post dilatation, blood flow was better; however, there are still some irregularities in the mid rca and distal dissection. Another view was taken and blood flow was getting worse with some thrombus noted in the area where the dissections started in the calcified segment that was left uncovered between the 3.0 x 16 and 3.0 x 32 synergy stents. A few moments later, the patient went into ventricular fibrillation and was defibrillated several times. Cardiopulmonary resuscitation (CPR) was started and code blue was called. The patient had pressure was prepared for intra-aortic balloon pump (iabp). The patient went into ventricular fibrillation again and was defibrillated. The patient was intubated. The 6f sheath in the radial artery was ripped out during defibrillation, as well as all the wires and the non-bsc guide catheter. A non-bsc compression device was then placed. Iabp was inserted through the right groin. Left femoral access was obtained with a 6f sheath and a non-bsc guide catheter was advanced into the rca. Angiogram was taken and it was noted that the rca was occluded. Another short non-bsc guide wire was advanced and a 2.5 x 12 emerge balloon catheter was advanced and inflated at 12 atmospheres for 20 seconds throughout the rca where the stents were implanted. Slow blood flow was recovered and an intravenous ultrasound (ivus) catheter was advanced into the proximal rca, short run was taken and a thrombus was confirmed and the device was removed. Subsequently, a 4.0 x 30 nc quantum balloon catheter was advanced into the rca and inflated throughout at 12 and 16 atmospheres for 10 seconds. Angiogram was taken again and vessel has better blood flow but there are still dissections in the distal rca into the pda. Act was taken again with a value of 158. Visual contrast build up was confirmed during the angiogram and echo was performed. Echo showed no effusion but there is visible contrast outside the arteries around the heart. A final angiogram was performed which showed better blood flow but with dissections not covered past most distal deployed stent into the pda. The guide catheter and guide wires were removed and the procedure was completed. No further patient complications were reported and the patient's status was fine.